Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient was treated with unspecified antibiotics for two days (further details not reported) for cloudy effluent. On an unspecified date, antibiotic therapy was stopped and the patient was discharged from the hospital. Continuous peritoneal dialysis therapy was ongoing. The patient¿s outcome was not reported. No additional information is available.